Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 14 mg/dl. Product will not be returned for analysis.

Manufacturer narrative:
The information provided with the initial report was incorrect. Correct information has been provided in with this report.

Event description:
Customer confirmed blood glucose was 114 mg/dl.